Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam console was returned for investigation. Functional testing was able to reproduce the reported "e03 - console error" at 50% and 25% powe in addition to an "e02 - console error" at 100% pump power. Additional analysis observed oil droplets on the encoder lens emitter and was identified to be the main cause of the e02/e03 error messages. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam console / lot number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A review of similar complaints has identified 12 similar events have been reported to procept. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 5 system detected errors and faults e02 - console error release foot pedal and click x. If error persists, turn off and turn on console. "E03 - console error release foot pedal and click x. If error persists, turn off and turn on console." The root cause of the reported event has been determined to be due to manufacturing related issues associated with a third party supplier. A corrective action and preventive action has been initiated by procept to determine appropriate actions. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure setup an "e03 - console error" message was generated by the aquabeam robotic system and would not allow the aquabeam handpiece to prime. The error message was unable to be cleared after multiple troubleshooting steps were performed. The treating physician aborted the aquablation procedure and converted to laser surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
(B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.